Event description:
The customer contacted baxter's technical service center regarding a system error (se) 2240 alarm, which occurred on the homechoice (hc) during use, during initial drain. The baxter technical service representative (tsr) had the caregiver (cg) cycle power and the hc alarmed with a se 2367. The cg would start over with new supplies and contact the registered nurse (rn) about possible air exposure. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. Product surveillance contacted the home patient's caregiver on (B)(6) 2011 in regards to a system error 2240 alarm and she said he was able to resume therapy after starting over with new supplies. They discussed the alarm with the nurse. She said she did not notice anything wrong with any of the previous supplies. She said they noticed after the alarm that the line had not primed all the way. Since then they have been completing therapy successfully. There was patient involvement but no reported injury or medical intervention.

Manufacturer narrative:
(B)(4). The problem was confirmed. The root cause was incomplete prime. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue has been escalated to CAPA.

Manufacturer narrative:
(B)(4).per the customer the sample was discarded and the lot number was unknown, therefore no evaluation or batch review could be performed. A follow-up report will be filed if any additional information becomes available.